Event description:
It was reported that the instrument was returned fractured. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:0001922565-2022-03072.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined that this event was reported under 0001822565-2022-03066. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined that this event was reported under 0001822565-2022-03066. The initial report should be voided.